Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip ntr referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, restricted posterior leaflet, dilated left atrium (la), and dilated left ventricle (lv). A steerable guide catheter (sgc) and a mitraclip xtr were inserted, and the clip was implanted without issues. To further reduce the mr, a mitraclip ntr was inserted without issues. However, while applying the plus and minus knobs oof the sgc, it was noted that it was too flexible, and could no longer straighten the sgc. While the ntr was in the valve, it was observed that one gripper was not functioning as intended. The clip had become caught in chordae. Troubleshooting was performed, and the clip was able to be removed from the chordae. However, it was observed that a chordal rupture occurred., the clip was removed from the patient. While outside the patient, it was observed that the gripper line was broken. Another clip was inserted and implanted without issues, reducing the mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported issues were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, causes for the reported inability to straighten the sgc and loose knob could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.